Event description:
Boston scientific crm received info that this patient suffered a cardiac arrest. A medical person interrogated the patient's device post arrest and observed stored electrogram's (egm) that had ventricular pace followed immediately by a ventricular sense in refractory. This could suggest that the patient was having ventricular loss of capture (vloc) likely due to the patient's condition, or having ectopic arrhythmia's. The egm's also displayed atrial sensed and ventricular sensed beats at the same time which are likely junctional or premature ventricular contractions (pvc). Noise was also observed on the atrial egm that his not sensed. Threshold measurements were good now at 1.0mv, but technical services (ts) suggested a higher safety margin to ensure capture due to patient condition and to decrease atrial sensing.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.